Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer reported blood glucose level was 136 (mg/dl). During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery. Reportedly the customer will continue to use the pump for insulin therapy.